Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/67 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: benefit of primary and secondary prophylactic implantable cardioverter defibrillator in elderly patients. Clinical cardiology. 2024; 47:e24191. Doi: 10.1002/clc.24191 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding implantable cardioverter defibrillator (ICD) implants in elderly patients. The authors described patient deaths; the causes of death included cardiac failure, ventricular tachycardia (vt)/ventricular fibrillation (vf), myocardial infarction, device related cardiogenic sepsis, and other unknown causes. There were patients who experienced inappropriate therapy due to detection of supra ventricular tachycardia (svt) and atrial fibrillation (af), and lead fracture or dislodgement. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.